Event description:
The hcp indicates, the pt was experiencing a temperature elevation and increased spasticity. The drug used in the pump is lioresal (dose and concentration unreported). The spinal catheter was replaced two days later. The pt recovered without sequela and has well controlled spasticity again. See MFR report # 2182207200700618.